Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the articulation bar for the top jaw fractured. There is biological debris on the device and the lower jaw is intact. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that could have contributed to the reported event include application of excess force resulting in a broken linkage between the actuator and upper jaw. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy, the novostitch jaw hinge broke off in patient, a small hook of hinge was snapped off and retrieved from patient using arthroscopic graspers. X ray was used to ensure no other pieces were left inside patient. The procedure was completed with a delay greater than 30 minutes using a back-up device. No further complications were reported. Patient is well.

Manufacturer narrative:
Internal complaint reference case (b)((4).